Event description:
A malfunction alarm, identified as malfunction code 13, was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. The customer was informed about the updated software, available training, and shipping details. The process for returning the faulty pump to tandem was provided and acknowledged by the customer.